Event description:
Pt underwent colonoscopy with multiple biopsies obtained from right and left colon. Post procedure, developed abdominal discomfort and presented to the e.r. Abdominal films showed extensive fill air in the abdomen. Exploratory lap performed with repair of perforated cecum and perforated transverse colon. Pathology of the specimens taken at the time of biopsy showed muscularis present on both the colon and terminal ileum specimens. Uncertain of specific lot # of biopsy forceps due to 3 different lot #'s in the room.